Manufacturer narrative:
The unit p-cap / test reservoir locks in place properly. The pump powered up properly after battery installation. No blank display noted. The pump passed the active current measurement. Pump error 75 alarm during self test. The pump was monitored and no unexpected powering off or blank display noted. Successfully downloaded history files and traces using thus software. The pump failed the sleep current measurement test due to moisture damage on electronic assembly noted during visual inspection. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay and cracked case (battery tube). In summary, customer alleged blank display not confirmed. Expose to moisture confirmed. Unexpected battery power loss confirmed. Pump error 75 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display, the pump was exposed to moisture, and the pump was no longer turning on. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1884, and the customer response was the device will be returned.